Event description:
Patient who had bilateral total hip arthroplasties performed at an outside institution in (B)(6). The patient initially presented to my clinic with bilateral hip symptoms post total hip arthroplasty. Both total hips were a metal bearing surface and depuy asr components. Serum chromium ion levels were performed, demonstrating a level of 134. I revised her left total hip to a metal-on-polyethylene bearing, and the patient has been pleased with her progress. Repeat serum chromium level demonstrated that it dropped to 45, which is still well above the normal level, and the patient continued to be symptomatic on the right side. Secondary to this, I did offer her revision to her right total hip arthroplasty as well. After discussion of the risks and benefits of the procedure, which include, but are not limited to wear, loosening, infection, thromboembolic disease, neurovascular damage, leg length inequality, or need for further surgery, she elected to proceed.